Event description:
On the advia 1650 digoxin assay, the instrument gives a calculation error signal (//////) if the value is out of range (range of 0.5 to 7.0 nmol/l). In 2005 a patient sample was tested for digoxin at the hospital. The result was a calculation error signal; (//////), however the operator interpreted the signal as a low result, when in fact it was high. Therefore, instead of removing excess digoxin with digibind, a pacing wire was inserted and the patient arrested during this procedure, but was successfully resuscitated. It was only after a second sample was taken which gave a digoxin value of 5.6 nmol/l (therapeutic range 1.0 - 2.6 nmol/l) that the error was noticed. The first sample was then re-checked by dilution in drug free serum, and a result of 8.6 was obtained.